Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The impedances were checked, which were normal and all other lead measurements were normal. Lead manipulation did not reproduce any noise. The shock impedance alert was increased and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.